Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient was ¿doing fine.¿ if additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the revision was postponed. No further date was given.

Event description:
It was reported that the patient's implant had a high impedance but also a high current. An x-ray was taken to check for problems. It was reported nine days later that the patient also did not feel any stimulation. About two and a half weeks later it was reported that the patient's implant was to be revised because of a suspected fluid short. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).